Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the joystick is missing a prong. The dealer stated the charger was possibly arcing.